Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a variety of errors were reported during this case. The handpiece was disconnected from the generator and plugged in again. The handpiece was disconnected from the disposable har36 and reconnected. The case was completed by switching out the generator, opening a new handpiece, and opening a new disposable. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The hand piece was received in good physical condition. Upon visual inspection it was noted that the handpiece cable had non ees components (metal ring near the end-cap). The device was connected to a gen11, evaluated with a test instrument and was found to be functional. However, when tested with the gen04 an error code 3 was displayed. When the handpiece was disassembled, evidence of refurbished activities and component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. In addition, other non-ees components were identified (glue inside the end-cap).